Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported that patient experienced an infection at the ipg site and lead site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and on (B)(6) 2024 wherein lead was explanted to address the issue. The patient was administered both oral and IV antibiotics to address the issue.

Manufacturer narrative:
A patient experienced an infection at the ipg site and lead site was reported to abbott. Surgical intervention was undertaken wherein the ipg was explanted and lead was explanted to address the issue. The patient was administered both oral and IV antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.